Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. If add'l info or if the device is received at a later time, this report will be supplemented.

Event description:
It was reported that in the middle of a laparoscopic hysterectomy, the device would not coagulate or cut. The intended procedure was completed using another device. No pt injury was reported.